Event description:
According to the available information, the ipp wasn¿t working due to the pump being blocked. There was liquid loss from the tubing. The device was substituted with genesis

Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated

Event description:
According to the available information, the ipp wasn¿t working due to the pump being blocked. There was liquid loss from the tubing. The device was substituted with genesis.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, reservoir, and detached connector / inlet tubing were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. No functional abnormalities were noted with cylinder 1 or cylinder 2. No functional abnormalities were noted with the reservoir. A group of striations, indicating contact with unshod instrumentation, was noted on the detached inlet tube. This is a site of leakage. The device components were received detached. Examination of the surfaces of the tube detachment ends revealed markings indicating contact with sharp instrumentation across the entire cross-sectional surface. Because these components were released according to manufacturing and quality control procedures, it was concluded that the observed damage occurred after the device packaging was opened. In addition, because the expected use of this device combined with the observed damage would have resulted in an earlier detected fluid loss, it was concluded that the damage most likely occurred during or after explant. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.